Event description:
Customer reported that while running a hepatitis core assay, summit sample handler did not pipette sample or diluent into well positions a9, a10, a11, b11, and b12. No error message given. A field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc complaint number 00-00231-01.